Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f exoseal vascular closure device (vcd) did not trigger. Patient experienced pain due to the manipulation. Hemostasis was achieved by manual compression. A pressure bandage was applied and several hours of bed rest. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There was no visible signs of device/package damage prior to use. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The patient does not have a history of infectious diseases. The exoseal vcd was used in a interventional procedure. The physician had achieved certification on the use of exoseal vcd. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, a 5f exoseal vascular closure device (vcd) did not trigger. Patient experienced pain due to the manipulation. Hemostasis was achieved by manual compression. A pressure bandage was applied and several hours of bed rest. There was no reported patient injury. The device was stored and prepped per the instructions for use (IFU). There was no visible signs of device/package damage prior to use. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The exoseal vcd was used in a interventional procedure. The physician had achieved certification on the use of exoseal vcd. The patient does not have a history of infectious diseases. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, the indicator window was received on black/white. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis, the deployment lever was fully depressed, achieving the indicator wire retraction and plug expected deployment. Additionally, the indicator window black, white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device. The functional analysis was performed successfully and there not anomalies noted in the internal components. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.